Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to biological failure. No additional information was provided.

Manufacturer narrative:
After further review and additional information received by the customer, this event would not result in a serious injury or sentinel event. As a result, a retraction was submitted to the FDA for MFR #0002023141- 2022-01130 and the dt was reassessed as not reportable. This event did not result in a serious injury and is not likely to if the event were to recur. No significant delay or decline in the patient's status due to the procedure and no additional surgical or medical intervention was required to resolve issue. Therefore, this malfunction is deemed as not reportable. Sections updated: b4: date of this report b5: event description updated g3: date additional information was received g6: type of report and follow up number h2: follow up type h10: manufacturer's narrative

Event description:
Customer clarified, the implant was removed due to non integration.